Event description:
It was reported by the patient that their pacing leads were replaced due to the failure of the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.